Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately since the implant date.

Event description:
It was reported that patient experienced unwanted stimulation in groin. The patient underwent an explant procedure where the ipg was explanted and will not be return.